Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. Corrected: d1, d4, g5. No product was returned; therefore, visual and dimensional evaluations could not be performed. Photograph taken during the surgery confirms that the locking bar has backed out. Medical records are not provided. Letter provided by surgeon states that patient underwent total knee arthroplasty and came back one-month post op with severe pain over medial aspect of knee. When examined and investigated, infection was ruled out but the x-ray revealed backing out of locking pin resulting in the patient being revised. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event is confirmed with product received. Visual inspection of the returned locking bar exhibits wear consistent with signs of being implanted . Sem analysis revealed that even though the examined locking bar contact mark and deformation observations are consistent with the bars not being fully engaged with the tibial tray lugs, it cannot be determined with certainty whether the reported locking bar dissociations occurred due to improper insertions. A more definitive conclusion would require analysis of not just the locking bars, but also of the mating tibial trays as well as the implanted bearings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-02711. Concomitant medical product: vngd ant stblzd brg 10x63, item# 189020, lot# 075590. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation at this time due to circumstances related to covid 19. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five weeks post implantation due to pain and locking bar backing out. During the primary case proper seating of the poly ethylene insert was ascertained. However, after surgery the patient was feeling pricking pain over medial aspect of left knee. Post op x-ray showed the locking pin of insert was backing out. There is no additional information at this time.